Event description:
It was reported that the patient's ipg would not communicate with the remote control despite multiple charging attempts. The patient underwent a surgical procedure where the ipg was replaced with a new one.

Event description:
It was reported that the patient's ipg would not communicate with the remote control despite multiple charging attempts. The patient underwent a surgical procedure where the ipg was replaced with a new one.

Manufacturer narrative:
The explanted ipg was returned to boston scientific for analysis. During analysis, the ipg passed external visual inspection but could not be charged after multiple attempts. The ipg was cut open and electrical testing was performed which revealed a blown fuse that created an open circuit. The fuse was replaced, and the memory was able to be captured. The memory log revealed that the ipg went into hibernation mode and that the fuse blew before it was implanted. The charge log revealed that no charge attempts were registered while implanted or during analysis. Therefore, the reported complaint of the ipg not communicating with the remote control was confirmed. The most probable cause was traced to component failure due to an over current condition.